Manufacturer narrative:
D1 brand name updated/corrected. Investigation summary: ppae (hematuria/renal failure): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the introducer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 48 year old female with cardiomyopathy and a pre support clinical state consistent with scai shock stage e presented for a scheduled impella cp insertion. Upon arrival to the cath lab, the team identified blood leakage at the proximal hub region, prompting the clinical team to exchange the device for a 25 cm sheath to maintain hemostasis and safely proceed with the procedure. The impella cp was implanted on (B)(6) 2026 at 6:15 pm and remains in use as of (B)(6) 2026. During support, the patient experienced hematuria (urine output pink red, >30 cc/hr at (B)(6) 2026 4:15 pm) and renal failure requiring crrt (continuous renal replacement therapy) for aggressive fluid removal. Based on this information, the introducer sheath leak resulted in a necessary device exchange prior to impella placement, and the patient subsequently experienced hematuria and renal failure requiring ongoing crrt and continued impella support. Full root cause assessment is pending device return and data download review. The patient¿s renal failure and hematuria may have be influenced by the underlying critical illness, scai shock stage e, and hemodynamic instability.

Event description:
Additional information was received indicating that the date of event for complaint against introducer is 2/28/2026 and date of event for complaint against pump is 3/1/2026. Both are already documented correctly per MDR. Overall date of event for this complaint record is already documented correctly as 2/28/2026. No further action is warranted.

Manufacturer narrative:
B5 is added to confirm information included in the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Recaptured codes on h6 (type of investigation).